Event description:
Hospital staff responded to a cardiac arrest, pt condition not reported, hard paddles were used during the code. Reportedly, the device charged to 200-joules but would not discharge. A back up device was made available and care to the pt was continued. The pt was successfully resuscitated during the code, but later died. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's viability.